Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient could not feel stimulaiton. X-ray taken showed that the patient has broken leads. The physician advised the patient to turn off the device. No further action will be taken at this time.